Manufacturer narrative:
On (B)(6) 2011, the device was evaluated and fluid spill was confirmed. Electrical components were affected and replaced due to the fluid spill, but there were no signs of fire, burning or smoke. All test passed, machine is ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA. (B)(4).

Event description:
On (B)(6) 2010, customer called haemonetics regarding a loaner return of a cardio-pat machine with a blood spill and reported that the disk broke. No injury or reaction were noted.